Manufacturer narrative:
Additional information: (lot #, serial #, expiration date) and evaluation codes. The lens was not returned to the manufacturer for evaluation. Therefore, a product evaluation could not be conducted. One retain sample from the same lot (7466208) was inspected and all measurements were found to be within specifications. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the root cause of the reported event could not be determined.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient had a hyperopic outcome and "extreme" posterior position of the lens. An anterior capsulotomy yag was performed on (B)(6) 2016 to address vaulting but was unsuccessful. Posterior capsular opacification, capsular fibrosis/striae and vaulting were also observed on (B)(6) 2016 (10 months post surgery). The patient's current prognosis and treatment are possible repeat anterior capsulotomy yag.